Manufacturer narrative:
As of 01/06/2026, aso was unable to retrieve the lot number information or unused return product. Aso reviewed records of biocompatibility tests, latex screening test with no issues reported. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.

Event description:
In the initial report received on (B)(6) 2025, the consumer stated that when she attempted to remove the bandage, the adhesive caused skin tearing on her abdomen. This resulted in an open wound and scarring. The consumer has been treating the affected area at home and will seek medical attention for potential infection. On the completed consumer information report (cir) received on (B)(6) 2025, the consumer stated that her skin experienced blistering, burning, and tearing. Per the cir, the consumer stated that the issue was with the tape area. The consumer required medical treatment. The doctor at urgent care informed the consumer that the symptoms were consistent with contact dermatitis. The doctor advised the consumer that no other treatment was available at the time. The consumer informed that the area is in the stages of healing and has been applying neosporin and hydrocortisone cream. Consumer informed that symptoms did not correct after she stopped using the product.

Manufacturer narrative:
As of 01/06/2026, aso was unable to retrieve the lot number information or unused return product. Aso reviewed records of biocompatibility tests, latex screening test with no issues reported. Refer to section b6 of this report for further details. As of 1/16/2026, returned/retained product samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. The following sections were updated: b6, d4, g6, h2, h3, h4 and h6. UDI notes: the expiry date is not present on the device label.

Event description:
In the initial report received on december 12, 2025, the consumer stated that when she attempted to remove the bandage, the adhesive caused skin tearing on her abdomen. This resulted in an open wound and scarring. The consumer has been treating the affected area at home and will seek medical attention for potential infection. On the completed consumer information report (cir) received on december 29, 2025, the consumer stated that her skin experienced blistering, burning, and tearing. Per the cir, the consumer stated that the issue was with the tape area. The consumer required medical treatment. The doctor at urgent care informed the consumer that the symptoms were consistent with contact dermatitis. The doctor advised the consumer that no other treatment was available at the time. The consumer informed that the area is in the stages of healing and has been applying neosporin and hydrocortisone cream. Consumer informed that symptoms did not correct after she stopped using the product.